Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the device would not fire. A manual handle was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of received one idrive powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the handle noted no abnormalities. During functional evaluation, the subject handle and adapter successfully fired pmv test reloads over test media. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time.